Event description:
It was reported to boston scientific corporation on december 30, 2005 that a c.r.e. Balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure in 2005 (patient gender, age and weight unknown). According to the complainant, during procedure preparation the balloon broke after it was inflated. The procedure was successfully completed with another c.r.e. Balloon dilatation catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Only the stop cock of the device was returned, therefore, it was not possible to investigate the event description. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.